Event description:
At the completion of a laparoscopic appendectomy, when the instrument was being removed from the pt, the surgeon noticed that the blade of the instrument has broken off. The surgeon was able to retrieve the blade without enlarging the incision.